Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper component placement and occlusion.

Event description:
The following was reported to gore: on (B)(6) 2020, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The intra-operative imaging revealed the aortic extender component unintentionally covered approximately 50% of the left renal artery and the blood flow was slightly decreased. A bare metal stent was placed at the origin of the left renal artery and the blood flow improved. The patient tolerated the procedure. No comment was provided from the physician regarding the cause of unintentional coverage.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.